Manufacturer narrative:
The field service engineer (fse) observed the powervar was inoperable and temporarily procured a power extension to bypass the powervar to restore power to the analyzer. The fse returned to the facility and replaced the powervar and cleaned and rerouted wiring. The fse verified system operation. The customer also reported the uninterruptible power supply (ups) stopped functioning and replaced the ups powervar to resolve the issue. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported the instrument had powered off and the powervar was scorched due to a power surge at the facility involving the coulter lh 750 hematology analyzer. There were no sparks, arcing or flames; there was no burning odor or smoke at the time of the event. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer discontinued use of the instrument and has a risk management plan at the facility. A replacement powervar was shipped to the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The powervar was analyzed by beckman coulter compliance engineer and concluded the failure of the powervar was most likely caused by the power surge experienced at the facility. Powervar is a recommended upm (uninterruptible power management) model for beckman coulter hematology and coagulation systems. It is a data line protector provided to prevent electronic noise from printer and laboratory information system (lis) connections from reaching the instrument computers and to prevent the occurrence of ground loops in networked or interconnected system applications.